Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Insulation degradation was noted at 5.5cm from the is-1 connector pin. External insulation abrasion was noted at 47.4-47.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient presented with several episodes of non-sustained vt and episodes of vf. Review of egms revealed lead noise. Noise was not reproducible with isometrics or pocket manipulation. Programming changes were made.

Event description:
New information received notes that the lead was explanted and replaced. No further information was available.